Event description:
After meeting with philips, we found out that their new mx400 & mx800 monitors software behaves differently to the older monitors when there is a change on the impedance of the electrodes. This behavior leads to delay in patient care. They have come out with a new software revision that according them corrects the problem. Sw ver l.01.15 & sw e.01.22. ====================== manufacturer response for physiological monitor, mx400 & mx800 (per site reporter) ====================== we are working with philips to correct the problem.